Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 441 mg/dl. The customer stated that the button error occured spontaneously. The customer stated that the insulin pump was not bumped nor dropped and no MRI. The customer was advised that the insulin pump will be swapped. No further information was reported.